Event description:
It was reported that a patient received a transobturator mid-urethral sling procedure in 2006. Upon completion of the procedure, the patient expired. During the procedure, loss of blood pressure and oxygen occurred. It is believed the patient had a pulmonary embolism. Additional information from the doctor indicates that, the patient's outcome was due to her previous medical history and the nature of the event, pulmonary embloism, which resulted in the patient's death regardless of the device or procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship betwen this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.